Event description:
Cut IV tubing. Technician reported seeing cracks adjacent to top valve. Pump being returned with punctured IV set (in biohazard bag).

Manufacturer narrative:
The spring installed under the downstream pressure plate was not the correct spring and had a higher force, which contributed to the event.